Event description:
While the unit was in use on a pt the unit displayed "blood back detect" message although no blood was found in the line. The unit also failed to autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.